Event description:
It was reported that while stimulation was turned on patient had a loss of therapeutic effect. The patient felt burning sensation at vaginal site. Patient stated event/symptoms occurred around (B)(6) 2010 following a fall. Patient stated she passed out and fell on a daily basis. Current impedance measurements were normal. X-ray of the implantable neuro stim and extension area was recommended. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).